Event description:
It was reported by the customer's biomed that during testing, the device would intermittently power off on its own. This failure was observed only when the device charged up in AED mode and the shock button was pressed. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported failure was not duplicated. Several analyze, charge and shock sequences were performed with no discrepancies. The root cause of the reported failure was not determined. The customer received a replacement device.

Manufacturer narrative:
After additional investigation it has been concluded that the likely cause of the reported issue was due to increased electrical contact resistance of the battery connector contacts. The increased electrical contact resistance has been attributed to movement of the mating contacts caused by device storage in a high vibration environment, such as a fire truck or emergency vehicle, which can cause the gold plating on the contact surfaces to wear through and expose the base nickel and copper layers. Corrosion or oxidation build up on the exposed base nickel and copper layers could then cause increased contact resistance and may lead to intermittent electrical connection to one or more of the battery contacts which could cause the device to intermittently lose power.

Manufacturer narrative:
Recall number of the first supplemental report indicated: 3015876-01/04/2017-001c. Recall number of the first supplemental report should have indicated: 3015876-01/06/2017-001c.